Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Further information was provided by a nurse. Per the nurse, the cause of the peritonitis was a break in aseptic technique, described as "contact with infected" (further details not provided). The nurse reported the patient recovered from the peritonitis (date not reported). The nurse confirmed, the cause of the peritonitis was due to the break in aseptic technique and not related to a baxter product or solution.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a female patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. On an unreported date in 2012, the patient experienced peritonitis. It was not reported if the patient required hospitalization. The cause of the peritonitis was not reported. Diagnostic and treatment information was not provided. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.